Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The valve was returned crimped on the delivery system inflation balloon, with the delivery system partially expelled out of torn sheath. The frame was canted/deformed. Multiple bent struts at inflow. Multiple bent struts at outflow approximately 180 degrees. All struts exposed through skirt. The complaint for frame damage was confirmed through device evaluation and provided imagery. A review of DHR and lot history did not provide any indications that a manufacturing non-conformance would have contributed to the reported event. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ''during procedure, the commander system and the valve got stuck in the sheath. The resistance was felt at the last part of the sheath'' and ''the valve perforated the sheath. After insertion through the sheath one stent strut was bend.'' Per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification,'' ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system,'' and ''do not over-manipulate the sheath at any time.'' Additionally, per the event details, patient had tortuosity and calcification. The presence of had tortuosity and calcification can create a challenging pathway during delivery system (ds) advancement, which can lead to higher push force. In this case, resistance was reported at the time of use and significantly bent frame apices were identified during product evaluation. As such, it is likely that excessive force was used overcome navigation difficulties, which would have caused the frame to physically interact with esheath, resulting in frame damage and torn sheath as reported. As such, available information suggests that procedural factors (excessive device manipulation) and/or patient factors (tortuosity and calcification) may have contributed to the reported event. No labeling or IFU/training inadequacies were identified; therefore, no corrective action, preventative action, or product risk assessment (pra) are required at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, this was a case of an implant of 26mm edwards sapien 3 ultra transcatheter heart valve, in aortic position by transfemoral approach. During the procedure, the commander delivery system and the valve got stuck in the sheath. After insertion through the sheath one stent strut was bent. The resistance was felt at the last part of the sheath. The degree of tortuosity and calcification was mild. The valve perforated the sheath. The system had to be removed as one unit. A second system was prepared and successfully implanted. A stent had to be placed in the access vessel. The patient is in good condition. As per pre-decontamination evaluation of the device, the following was observed: liner torn, liner strand, and three bent valve struts.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-04882.

Manufacturer narrative:
Supplemental report submitted to include correct conclusion in h10: conclusion: no labeling or IFU/training inadequacies were identified. A product risk assessment (pra) has previously been initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and corrective/preventive action activities.